Event description:
Event description cpi received information that this unipolar lead was removed due to infection. The lead was returned for routine analysis. There was no allegation against the lead. The event was entered because of reliability analysis results.